Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture (grade IV) and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: will be seroma and capsular contracture (grade IV).

Event description:
Healthcare professional reported left side capsular contracture (grade IV), "acute volume increase", "intense pain", "capsular indentations", and seroma. The device remains implanted.

Event description:
Patient reported device has been explanted.